Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed, the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus (B)(4) limited confirmed the followings by evaluation of the subject device; (B)(4) reproduced the reported phenomenon. After replacing the mainboard of the subject device, the color of the image became normal. As a result of mounting the main board of the subject device on another device, the reported phenomenon was reproduced. (B)(4) guessed that the reported phenomenon was caused by the mainboard of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a gastric examination with the subject device and gif-lv1, the endoscopic image turned green. There was no report of patient injury associated with this event.